Event description:
Patient was revised to address a malrotated femoral component and dislocated patella. It was noted that the patella problem was attributed to soft tissue issues.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported event. Provided information stated the femoral component was mal-rotated and the patella dislocated due to patient soft tissue. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.